Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken blade. Failure analysis found the primary failure of the broken blade to be related to the customer reported complaint. The blade broke at roughly 0.459¿ from the base, and the broken piece was not returned with the instrument. An image of the harmonic ace instrument related to this event was received and reviewed. The image confirmed that the harmonic ace instrument blade was detached.

Event description:
It was reported that during a da vinci-assisted liver resection surgical procedure, the customer observed that the tip of the harmonic ace instrument was fractured. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) performed follow-up and obtained the following additional information regarding the reported event: the instrument was reportedly inspected prior to use, and no issues were noted. No fragments fell inside the patient during the procedure. It was confirmed that there was no patient harm, injury or adverse outcome.